Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a faulty rubber piece at the bottom, and they have not even been sent in for their first preventive maintenance. It is unknown if the pump was tested at the user facility specific to the event. There was a delay in therapy. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.